Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Retained by attorney.

Event description:
Patient underwent bilateral total knee replacement on (B)(6) 2007 at (B)(6) hospital. Patient alleges, through counsel, that in the beginning of (B)(6) 2016,he began to experience pain and swelling in his right knee. Patient reports that diagnostic studies conducted revealed that a piece of the nexgen tm monoblock tibia sheared off and was dislodged in the right knee. Patient is scheduled for revision surgery on (B)(6) 2017.